Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. Return device analysis notes that the hypotube fracture face was in oval shaped which can indicate the hypotube was kinked and then separated. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the bdc was inadvertently mishandled during preparation and/or advancement such that the shaft became kinked and upon further manipulation it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in a coronary artery. During advancement through the copilot without resistance, the 2.5x12 mm trek balloon dilatation catheter (bdc) separated. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.